Manufacturer narrative:
According to the reporter, a non-bausch+lomb injector was used during the event. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens was implanted and then removed due to a scratched optic, noticed intraoperatively. The original incision had to be enlarged, thus requiring sutures. A second lens has been successfully implanted. Patient prognosis is good and is currently under routine post-op care. In the surgeon's opinion, the likely cause of the iol damage was due to "forceps/handling."

Manufacturer narrative:
According to the reporter, a non-bausch+lomb injector and viscoelastic were used during the event. Therefore, it is possible that user error caused or contributed to the event as the injector and viscoelastic used are not the recommended ones to be used with this lens. Visual inspection of the returned lens found one haptic bent. Microscopic examination found a gouge in the optic near the center. The delivery device was not returned. The cause of the damage cannot be determined. The product evaluation confirmed the failure mode.